Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. During functional testing, an external helium leak was noted from the iab bifurcate. The root cause is undetermined. The complaint is isolated; there have been no other complaints or similar reported complaints. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for "possible helium loss" and showed "leak in tubing and connections" after pumping for 3 minutes. The issue remained when replaced with another iabp and then the balloon was found leaked after catheter removal. As a result, the intra-aortic balloon (iab) was successfully replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed for "possible helium loss" and showed "leak in tubing and connections" after pumping for 3 minutes. The issue remained when replaced with another iabp and then the balloon was found leaked after catheter removal. As a result, the intra-aortic balloon (iab) was successfully replaced. There was no report of patient complications, serious injury or death.